Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/16/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g05003; g04092. Additional information: d9, h6. Additional h6 investigation findings code c22-photo review. A manufacturing record evaluation was performed for the finished device lot number pg6367 / sxpp1a40112, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: a picture was received for evaluation. Upon visual inspection of the picture, a winding former with a dispensed suture and a detached needle of product code sxpp1a401 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a401 was received for evaluation. Short insertion could be observed in the strand. The visual inspection concluded that the needle/suture combinations were detached from the needle since the insertion end of the suture did not meet the requirement. This defect is caused because the insertion of the suture in the needle was insufficient to keep the needle/suture union during transportation or use, resulting in a pull-out defect. The pull-out defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo was received. Evaluation of photo is anticipated, but not yet complete. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Myoma wound. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. Procedure date? (B)(6) 2020. Device return status/follow up? We are waiting for the returning of the sample. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2020 and the barbed suture was used. During surgery, the problem of pulling off suture needle happened with the first stitch. A like device was used to complete the surgery. There was no report on patient's injury. There were no adverse patient consequences reported.